Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The patient was admitted to the hospital to have a revision procedure done. This lead was explanted and replaced. No additional adverse patient effects were reported.